Event description:
It was observed during the device inspection that the bronchovideoscope had an image blackout and error e315. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for inspection. Based on the results of the investigation and the information provided, it is likely due extensive liquid immersion in the optical guide plug section. It may have been causes due to some kind of stress such as damage or deterioration of parts. The most probable cause is a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.